Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (battery life) issue. Reportedly, the pump had short battery life. Multiple batteries from different packs were inserted and the issue reoccurred. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
(B)(4) - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: during investigation, a review of the black box showed two low battery warnings and multiple replace battery alarms. There was evidence of partially discharged batteries being installed on (B)(6) 2014. The pump powered on with the returned battery cap. Evidence of moisture contamination was observed on the underside of the battery cap. The battery cap was able to fully tighten to the pump. A power loss was not observed. The battery compartment was found to be intact. During testing, the pump¿s current draws were within specifications. The pump passed the leak test successfully. The pump case was removed and no evidence of additional moisture or loose components was found inside the pump. Unrelated to the complaint, evaluation revealed a dim, fading and discolored display.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.